Manufacturer narrative:
The customer stated there is a leak coming from the back of the probe. There was no reports of erroneous results generated or reported out of the lab. The customer was not exposed to the leak. Iris field svc engineer (fse) went to the customer site and found tubing between the specimen filter and pbv leaking. The fse replaced the tubing to resolve the leak. The fse ran controls and controls passed. The system was operational.

Event description:
Customer stated there was a leak coming from the back of the sample probe.